Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage on force sensor. No rewind anomaly was noted during testing. However, the insulin pump had corroded motorhome switch noted during visual inspection. The insulin pump had corroded electronic assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and was in a rewind loop. Customer's blood glucose was over 300 mg/dl. Customer also mentioned the insulin pump alarmed a compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.